Event description:
An arthrex femoral sizing guide bent/broke while in use. The piece was immediately retrieved and the instrument was removed from sterile field. Manufacturer response for femoral sizing guide, femoral sizing guide (per site reporter): rep took the package.